Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels above 400 (mg/dl). Manual injections were delivered to address bg levels. During troubleshooting with tandem technical support, an air bubbles were noted in the infusion tubing. Also, the supplies had been in use for 4 days and was filled with cold insulin. The contact was reminded that the supplies should be changed every 72 hours. The contact stated that the site would be changed.